Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed that fluid invaded the scope connector during user handling causing an anomaly of the electrical components and the b30 error to occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the b30 error due to damage on the ccd (charged coupled device) unit the additional findings are as follows: due to damage on the channel tube, water tightness was lost. Due to corrosion, switch 1 does not work; distal end had a dent; adhesive on bending section cover was detached; bending section cover had discoloration; low angle; scope cover had discoloration; grip had discoloration and a scratch; up/down plate had discoloration and a scratch; angulation lever was dirty; light guide cover glass had a scratch; universal cord had discoloration; light guide bundle had breakage; control unit, suction connector, and plug unit all had corrosion due to water leakage; and circuit board in suction connector had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had angles that were not sufficient. The event occurred during preparation for use of a diagnostic bronchoscopy. The procedure was completed using the same device. There was no procedural or patient involvement associated with this event. The device was returned and evaluated, and there was a b30 error. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.